Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2016. Linx device found in the correct position/geometry; device was found encapsulated as expected.